Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted [no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. It was incorrectly noted in a previous report that this device was included in the august 28, 2013 advisory population. The correct date of the advisory is august 29, 2013, not august 28, 2013.

Event description:
Boston scientific received information that during a follow up an error code was noted on this device. The patient was sent home after clearing the message and informed the filed clinical engineer regarding the incident. A review of the information by technical services noted that the device is malfunctioning. The device should be replaced and returned for analysis. Further discussed regarding the fault code 1003 was discussed and noted that the alert is a message which appears when unexpected energy use is detected. Several root causes can trigger the fault. At this time the device remains implanted. No adverse patient effects were reported. Additional information received noted that a request was made to investigate if the patient was hearing beeping tones from the device and check if this error had already been seen by the hospital and reset before (B)(6) 2013. In additional information was requested from engineering to investigate if the beeping was on and if the follow up session occurred after (B)(6) 2013 when the error message was rest.

Manufacturer narrative:
Information provided noted that this device was explanted and will be returned. Upon analysis this investigation will be updated.